Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: ni/ni/ni - patient underwent hernia repair surgical procedures, and during the course thereof the hernia repair product (alleged unknown bard/davol flat) was implanted into the patient. The attorney alleges that the hernia repair product that was used in the procedure resulted in the patient experiencing pain and harm. The attorney alleges the patient experienced defective mesh and permanent injury.

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent due to a medical records review which provided additional information. This was originally reported as an unknown flat mesh, however product identifiers have been provided which now indicate a composix kugel mesh was implanted. The medical records provided indicate the patient experienced pain, vomiting, nausea associated with obstruction and adhesions. While the medical records indicate the patient experienced adhesions and obstruction, these symptoms do not appear to be directly related to the composix kugel hernia mesh implanted. The medical records indicate "a large adhesive band was holding the omentum down to the left lower quadrant, and to this there was an adhesive band that was twisting the bowel and causing a sort of internal hernia between the adhesive bands." There is no indication of adhesions to the mesh. It appears that the composix kugel mesh was explanted as a preventative measure as it was reported that during the (B)(6) 2013 procedure, the composix kugel was cut with scissors and there "were some plastic wires that were sharp in feeling and would be protruding onto the bowel from the inside of the abd wall, so we decided to explant the mesh (ck)." The plastic wires appear to be a result of the cut composix kugel mesh. The warning section in the instructions-for-use states "do not cut or reshape the bard composix kugel hernia patch, as this could affect its effectiveness. Care should be taken not to cut or nick the posiflex monofilament." Based on the information provided, it does not appear that the obstruction and adhesions were in any way related to the implanted composix kugel hernia patch.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2006 - the patient was diagnosed with a ventral incisional hernia and underwent repair of the ventral incisional hernia with implant of a bard composix kugel hernia patch. Per operative details "prolene sutures were used to secure the mesh (ck) circumferentially to the anterior abdominal wall. The edges of the fascia were then also tacked to the exposed mesh of the kugel (ck) to help hold it in place." On (B)(6) 2013 - the patient presented to the ER with a three day history of nausea, vomiting and abdominal pain. A CT scan was obtained and the patient was found to have a high grade obstruction with loops of bowel that seemed to be causing a closed loop. The patient underwent an exploratory laparotomy, lysis of adhesions, untwisting of the small bowel, explant of the composix kugel hernia patch and repair of ventral hernia with implant of a non-bard davol mesh. Per operative details, "once we had entered the abd, we divided the kugel patch (ck) with mayo scissors. Large adhesive bands were holding the omentum down to the left lower quadrant, and to this there was an adhesive band that was twisting the bowel and causing a sort of internal hernia between the adhesive bands. We looked at the kugel patch (ck), and there were some plastic wires that were sharp in feeling and would be protruding onto the bowel from the inside of the abd wall, so we decided to explant the mesh (ck)."